Event description:
It was reported that the pacemaker alerted due to low atrial intrinsic amplitude (0.5 mv) which was below the programmed sensitivity of 0.75 mv. Appropriate sensing was observed on the presenting electrogram (egm); however, occasional undersensing (with unnecessary pacing) was observed on stored egms. Further review of the programmed settings was recommended. The atrial lead remains in service and no adverse patient effects were reported.